Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7107094.

Event description:
It was reported that the patients wound at the lead site was not healing. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads were not returned as they were discarded by the hospital.

Event description:
It was reported that the patients wound at the lead site was not healing. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads were not returned as they were discarded by the hospital. Additional information was received that the patients clik anchor site was also not healing. It was noted that the patient had a potential allergy to the clik anchor and leads. The clik anchor was also removed and was discarded by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 28909264.